Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. During the procedure, an attempt to advance through the angled guideliner (due to the anatomy) was made. The resolute onyx stent could not pass through the guideliner. Once removed, it was noted that the stent was deformed. No patient injury reported. ¿please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Product analysis: no damage evident to the distal tip. The distal shaft was kinked 12.2cm distal to the guide wire entry port. The proximal section of the stent was stretched and bunched across the proximal marker band . Several stent segments of the proximal section to mid-section of the stent were bunched, raised and deformed. (B)(4).